Event description:
On august 13th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings that were 200 mg/dl higher than her non-dario meter. In addition, the user stated that she received from her dario meter a bg reading of 271 mg/dl that morning, when compared to a bg reading of 80 mg/dl from her non-dario meter.

Manufacturer narrative:
The user emailed dario once again on august 14th, and reported that she received a bg reading of 188 mg/dl from her dario meter, compared to a bg reading of 129 mg/dl from her non-dario meter. The evening prior, the user reported receiving a bg reading of 288 mg/dl from her dario meter compared to a bg reading of 135 mg/dl from her non-dario meter. On august 20th, dario's representative followed-up with the user and offered to send the user a replacement of dario's strips and control solution to make sure that the dario strips and meter are reading correctly, however the user refused to troubleshoot. There is not enough information available regarding the dario strips and meter to further investigate this case. Therefore, no resolution is available.